Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: ¿ red particles observed in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Patient reported, right-side rupture. Device has been explanted.

Event description:
Patient reported, right-side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right-side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, right-side rupture. Device has been explanted.